Manufacturer narrative:
Concomitant medical product: a2dr01 ipg implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had intermittent loss of capture. The rv lead was reprogrammed and remains in use. The patient experienced syncope and was hospitalized as a result of this event. No further patient complications have been reported as a result of this event.